Event description:
It was reported that during an unspecified procedure, the stent delivery system became stuck on the guide wire. The lesion was located in the distal iliac artery. The physician experienced difficulty placing the stent, and noted that the catheter had become stuck on the wire. No pt injuries or complications were reported. Pt status is listed as "ok."